Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("bladder/urinary problems: vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge and weight increased outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events: dyspareunia (painful sexual intercourse}, other, dysmennorhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), breakage/ expulsion: breakage, bladder/urinary problems: vaginal discharge, weight gain, plaintiff did not undergoes essure confirmation test were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included overweight. Concurrent conditions included blood pressure high, cervical polyp, abdominal pain, uterine mass and leiomyoma nos. Concomitant products included amlodipine and lisinopril. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and abdominal pain ("pain-abdomen"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, weight increased, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1978 and (B)(6) 1976. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Events per pfs: pain and abnormal bleeding (vaginal). Medical history, concurrent condition and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.